Event description:
Prior to the phlebectomy procedure, the unit turned the machine off. Patient has been given "mac" anesthesia and had been sedated. The mdu was recognized by the control unit, but would not activate the resector. Resector could be turned by hand outside of the mdu. Trivex control unit was noted to have a loose mdu connection port. Connection was tightened but the mdu would not operate. Or supervisor stated the case was rescheduled and was completed without complications.

Manufacturer narrative:
Pins on the unit connector were bent and the cord would not fit flush with the handpiece. Damage to pins appear to have occurred at customer site. Conclusion: improper use.